Event description:
The customer reported that the curves and analog turns off, and no alarm occurs on the monitor or at the control center.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.